Event description:
Customer reported via phone call to have received a weak signal alert and lost sensor. Customer declined troubleshooting due to resolving issue. Customer states that signal were received when away from insulin pump. Customer's blood glucose was 479 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.